Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had sensor break. Customer's blood glucose at time of incident was unknown. Customer had noticed a sensor had been missing the electrode. The customer was advised that we will replace sensor and return kit.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no missing or broken parts were observed during our analysis; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.